Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue. The customer's blood glucose (bg) level ranged from 19 mmol/l to high. Patient declined to provide any additional information.

Manufacturer narrative:
Updated: b1, b2, b5, h1. Remove: e2403, f26, add: e1205, f11.